Event description:
It was reported that during implant of the right ventricular lead the physician stated that the helix appeared to need extra turns. It was noted that the patient had an enlarged heart and scar tissue. The lead was implanted successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.